Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received an alert for fluctuating, out of range hv impedance. The lead was capped and replaced with no adverse consequences to the patient.